Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device." And device difficult to use "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device.". The patient's medical history included musculoskeletal pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from (B)(6) 2013 to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since (B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder injury ("other injury(ies) or complication please describe: bladder laceration"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (la hysterectomy (full), bilateral salpingectomy, exploratory laparotomy with closure of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the hot flush, depression, anxiety and bladder injury outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder injury, depression, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2013 and (B)(6) 2013. Plaintiff had complications the time of your essure placement: on (B)(6) 2013, attempt was made to cannulate first tubal ostia with resistance and kinking of essure device. Unable to see because of thick endometrial tissue. Procedure was then abandoned. Treatment received for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event: "abnormal bleeding (menorrhagia)" updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device." And device difficult to use "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device.". The patient's medical history included shoulder pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from (B)(6) 2013 to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since (B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder injury ("other injury(ies) or complication please describe: bladder laceration"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (la hysterectomy (full), bilateral salpingectomy, exploratory laparotomy with closure of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the hot flush, depression, anxiety and bladder injury outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder injury, depression, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2013. Plaintiff had complications the time of your essure placement: on (B)(6) 2013, attempt was made to cannulate first tubal ostia with resistance and kinking of essure device. Unable to see because of thick endometrial tissue. Procedure was then abandoned. Treatment received for pain, bleeding. 1. On (B)(6) 2016, laparoscopic-assisted vaginal hysterectomy and an abdominal exploration with closure of bladder laceration. 2. On (B)(6) 2016, cystoscopy and attempted ureteral stent placement. 3. On (B)(6) 2016 exploratory laparotomy, removal of pelvic sutures, bilateral ureteral reimplantation, closure of vaginal cuff, and posterior. On (B)(6) 2016 laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporter's information added.rcc added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and bladder injury ('other injury(ies) or complication please describe: bladder laceration/ post-hysterectomy posterior bladder laceration') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device." And device difficult to use "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device.". The patient's medical history included shoulder pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from (B)(6) 2013 to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since (B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced bladder injury (seriousness criterion hospitalization prolonged) and ureteral disorder ("impingement of the ureters"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (exploratory laparotomy with repair of ballder injury/ closure of bladder laceration on (B)(6) 2016 and la hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding and vaginal haemorrhage had resolved, the bladder injury and ureteral disorder was resolving and the hot flush, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder injury, depression, heavy menstrual bleeding, hot flush, pelvic pain, ureteral disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2013 and (B)(6) 2013. Plaintiff had complications the time of essure placement: on (B)(6) 2013, attempt was made to cannulate first tubal ostia with resistance and kinking of essure device. Unable to see because of thick endometrial tissue. Procedure was then abandoned. Treatment received for pain, bleeding. On (B)(6) 2016: laparoscopic-assisted vaginal hysterectomy and an abdominal exploration with closure of bladder laceration. On (B)(6) 2016: cystoscopy and attempted ureteral stent placement. On (B)(6) 2016: exploratory laparotomy, removal of pelvic sutures, bilateral ureteral reimplantation, closure of vaginal cuff, and posterior bladder laceration. On (B)(6) 2016: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Hospital course: patient had laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy (B)(6) 2016. Just after leaving the or, anesthesia team called saying urine in the foley became blood stained as patient coughed as trying to extubated patient. We asked for 10 mg IV lasix to be given. This caused more production of urine but blood stained. At this point, the urologist on call was consulted. He did a diagnostic cystoscopy and saw a posterior bladder laceration. An exploratory laparotomy followed by repair of bladder was done post-operatively, patient was found to be oliguric and not making adequate urine. CT scan was ordered followed by diagnostic cystoscopy (B)(6) 2016. Immediate post-op notes states bladder distortion from edema and bladder sutures which probably caused impingement of the ureters. Patient was transferred for exploratory laparotomy followed by ureteral reimplantation with placement of stents and repair of bladder was done. Postoperatively, patient has done better each day. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/ tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: update of quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and bladder injury (other injury(ies) or complication please describe: bladder laceration/ post-hysterectomy posterior bladder laceration') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device." And device difficult to use "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device.". The patient's medical history included shoulder pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from august (B)(6) to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since (B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced bladder injury (seriousness criterion hospitalization prolonged) and ureteral disorder ("impingement of the ureters"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (exploratory laparotomy with repair of ballder injury/ closure of bladder laceration on (B)(6) 2016 and la hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved, the bladder injury and ureteral disorder was resolving and the hot flush, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder injury, depression, hot flush, menorrhagia, pelvic pain, ureteral disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(B)(6) 2013. Plaintiff had complications the time of essure placement: on(B)(6) 2013, attempt was made to cannulate first tubal ostia with resistance and kinking of essure device. Unable to see because of thick endometrial tissue. Procedure was then abandoned. Treatment received for pain, bleeding. 1. On (B)(6) 2016: laparoscopic-assisted vaginal hysterectomy and an abdominal exploration with closure of bladder laceration. 2. On (B)(6) 2016: cystoscopy and attempted ureteral stent placement. 3. On (B)(6) 2016: exploratory laparotomy, removal of pelvic sutures, bilateral ureteral reimplantation, closure of vaginal cuff, and posterior bladder laceration. On (B)(6) 2016: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Hospital course: patient had laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy (B)(6) 2016. Just after leaving the or, anesthesia team called saying urine in the foley became blood stained as patient coughed as trying to extubated patient. We asked for 10 mg IV lasix to be given. This caused more production of urine but blood stained. At this point, the urologist on call was consulted. He did a diagnostic cystoscopy and saw a posterior bladder laceration. An exploratory laparotomy followed by repair of bladder was done post-operatively, patient was found to be oliguric and not making adequate urine. CT scan was ordered followed by diagnostic cystoscopy (B)(6) 2016. Immediate post-op notes states bladder distortion from edema and bladder sutures which probably caused impingement of the ureters. Patient was transferred for exploratory laparotomy followed by ureteral reimplantation with placement of stents and repair of bladder was done. Postoperatively, patient has done better each day. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/ tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint. Hospitalization was selected for events pelvic pain and bladder laceration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/ pelvic area pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device." And device difficult to use "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device.". The patient's medical history included musculoskeletal pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from (B)(6) 2013 to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since (B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder injury ("other injury(ies) or complication please describe: bladder laceration"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (la hysterectomy (full), bilateral salpingectomy, exploratory laparotomy with closure of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower had resolved and the hot flush, menorrhagia, depression, anxiety and bladder injury outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder injury, depression, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2013 and (B)(6) 2013. Plaintiff had complications the time of your essure placement: on (B)(6) 2013, attempt was made to cannulate first tubal ostia with resistance and kinking of essure device. Unable to see because of thick endometrial tissue. Procedure was then abandoned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), cramping and "attempt was made to cannulate first tubal ostia with resistance and kinking of essure device". Outcome for pelvic pain, cramping and abnormal bleeding were recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, rotator cuff syndrome, arthritis, spotting menstrual, pain head, hypertension, runny nose, nasal congestion, itchy eyes, sneezing, tubal ligation, vaginal discharge, dysuria, obesity, musculoskeletal chest pain, spinal pain, genital haemorrhage, polymenorrhoea, uterine bleeding, ureteric obstruction, acute renal failure, urinary bladder bleeding, oliguria, anuria and c-section. Previously administered products included for an unreported indication: cortisone injection, spironolactone and progesterone. Concurrent conditions included stress urinary incontinence since (B)(6) 2016 and chronic cystitis since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2013 to (B)(6) 2016 for allergic rhinitis, norethisterone (norethindrone) from (B)(6) 2013 to (B)(6) 2016 for contraception and heavy periods, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception and menorrhagia, metformin from (B)(6) 2013 to (B)(6) 2016 for diabetes, fluticasone propionate from (B)(6) 2013 to (B)(6) 2016 for diabetes and allergic rhinitis, oxycodone since (B)(6) 2016 for hydronephrosis, amlodipine mesilate (amlodipin) since (B)(6) 2016, codeine phosphate (codein) since (B)(6) 2016, hydrochlorothiazide since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2016 and spironolactone from (B)(6) 2013 to (B)(6) 2016 for hypertension as well as cefdinir since 1(B)(6) 2013, metronidazole benzoate (flagyl) since (B)(6) 2013 and vitamin d nos (vitamin d) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 days after insertion of essure. On (B)(6) 2016, the patient experienced bladder injury ("other injury(ies) or complication please describe: bladder laceration"). The patient was treated with surgery (la hysterectomy (full), bilateral salpingectomy, exploratory laparotomy with closure of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush, menorrhagia, depression, anxiety and bladder injury outcome was unknown. The reporter considered anxiety, bladder injury, depression, hot flush, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubal blockage from essure of one tube and blockage from probably pid or surgery of second tube.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain, menorrhagia and posterior bladder laceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received: this case became incident. New events added-hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and bladder laceration. Event verbatim was updated as pain/physical pain. Reporters information, concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.